Event description:
The customer reported of a battery failure. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.